Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas displayed an unresponsive touchscreen during a supply change, with the interface registering ¿no¿ selections but not ¿yes,¿ preventing the patient from confirming cartridge insertion; the device battery was adequate, troubleshooting did not resolve the issue, and a replacement was shipped while the patient allowed the original device to power down. Symptoms included no changes in blood glucose and no adverse events. Outcomes included continued use of the cgm on the mobile app and planned return of the original device. Investigation included review of reported device behavior and request for return of the device for evaluation. Investigation of this device revealed all keys and buttons were tested and operated as intended. The ¿yes¿ button was verified during multiple dry leadscrew runs, functioning normally and completing the process successfully. The reported complaint could not be replicated. The device performed as expected, and no faults were found.